Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms of their blood glucose levels. The customer treated in hospital. Customer's blood glucose value was 600+ mg/dl at the time of the incident. Customer's current blood glucose value was 154 mg/dl. Troubleshooting was performed. The customer admitted to hospital on (B)(6) at 5:00 pm. The blood glucose value when admitted to hospital was over 600 mg/dl. The customer complained about hyperglycemia. The customer cause of hospitalization per healthcare professionals was unsure. Customer wearing the pump at time of hospitalization. Customer additionally stated that they were using insulin pens to bring bg down to good levels. The product was not returned for analysis.